Event description:
On (B)(6) 2023, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not turn on. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call and additional information when the cca listened to the call recording. The patient reported that the alleged power issue began with the device at an unspecified time on (B)(6) 2023, when they returned from vacation. The patient advised that at the time of the alleged event, they were managing their diabetes with a combination of oral medication (metformin, unspecified dose) and insulin (unspecified type and dose) and they denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported that an unspecified time prior to the alleged issue beginning, they developed symptoms of ¿sleeping, exhaustion¿ and ¿chest pressure¿; there was no report of the patient administering treatment at the time of symptom onset. The patient advised the cca that they have cancer and although having developed the previously mentioned symptoms, they decided to wait until they attended a pre-arranged oncology treatment appointment on (B)(6) 2023, to discuss their symptoms; however, during this time, between on (B)(6) 2023, the patient advised that they were unable to test their blood glucose with the subject device due to the reported issue. The patient reported that at the oncology appointment on (B)(6) 2023, their blood glucose was tested on the clinic device and a result of ¿530 mg/dl¿ was allegedly obtained. The patient advised the cca that following this elevated result, they were sent to the emergency room where they were treated with ¿serum¿. At the time of the call with lfs cca, the patient was still in hospital and advised that they were expecting a change to their usual diabetes medication. At the time of troubleshooting, the cca established that the meter was not being used for the first time and there was no apparent misuse of the product. The cca established that the patient was using the correct test strips and noted that the meter did power on when a test strip was inserted per owner¿s manual and when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute high blood glucose excursion which required hospitalization and treatment from a healthcare professional (hcp). The alleged power issue could not be ruled out as a cause and/or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter, and test strip lot. It was concluded that the number of complaints for the meter, and test strip lot did not breach thresholds indicative of a systemic issue.